Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for button error. It was reported that the pump numbers were ramping. The customer's blood glucose level was reported to be 192.6mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the failed battery test alarms due to the unresponsive buttons. No unexpected numbers ramping/scrolling during testing were noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, broken battery tube threads, a broken belt clip slot and a cracked reservoir tube lip. .